Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a prolapse repair procedure. The physician encountered difficulty removing the sleeves from both sides of the mesh assembly, and during removal, both of the sleeves detached, causing the mesh to be too tight. The physician believed that the tack welds were too strong and did not break correctly to release the sleeves. Reportedly, the detached sleeves fell loose inside the patient and were subsequently retrieved with hemostats. The physician was able to loosen the mesh and complete the procedure with no complications to the patient, who was fine at the conclusion of the procedure.